Event description:
New information states that the lead was explanted and replaced. The patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was being monitored via merlin.net during a follow up the left ventricular lead exhibited loss of capture due to dislodgement. The lead was revised and the patient was doing well after the procedure and would continue to be monitored.